Manufacturer narrative:
The device will not be returned for analysis; however, an investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. Implant date - 10 years ago. This report is number 3 of 3 MDR's filed for the same event (1825034-2017-01412, 01416, 01451).

Event description:
It was reported that a patient was revised ten years post implantation due to dislocation. During the procedure, the cup was noted to be retroverted. The acetabular cup, liner and femoral head were removed and replaced. Although requested, additional information is not available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed as part number/lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.